Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector being loose. The device was also received with a scratched lcd window, cracked battery tube threads, cracked lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer's blood glucose value is unknown. The customer was not with her mother at the time of the call to complete troubleshooting. The customer was called and she removed the battery and checked the battery compartment. She stated that the battery compartment was not damaged or corroded but the display did not return putting the battery back in. The insulin pump was replaced and returned for analysis.